Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400mg/dl and the customer was attempting to deliver a correction bolus to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer reported changing their cartridge and infusion set multiple times and being unable to see insulin exit the cartridge pigtail. The customer stated that there was an underlying pump issue. The customer terminated the call. During a follow-up, it was reported that the customer had reverted back to manual injections for insulin therapy.

Manufacturer narrative:
Correction- lot number.